Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the scroll compressor of the cardiosave intra-aortic balloon pump (iabp) was faulty. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) found that the drive regulator would not achieve a pressure of 400mmhg. To fix the issues, the fse replaced the scroll compressor, and when tested thereafter, the drive regulator achieved proper pressure. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the scroll compressor of the cardiosave intra-aortic balloon pump (iabp) was faulty. There was no patient involvement, and no adverse event reported.